Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot numbers h13h08043, h13i06037, h13i27025, h13k06034, h13l05034, and h13l13103. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 3 of 3 for this event. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized and began treatment with vancomycin (intraperitoneally, for 8 days, dose and frequency unknown) for peritonitis. The patient was discharged from the hospital after five days. Pd therapy was ongoing. The cause of peritonitis was unknown. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h08043, h13i06037, h13i27025, h13k06034, h13l05034 and h13l13103 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.